Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack along the battery compartment, the battery pad/conductor was loose, the pump had false low readings, the pump ground when rewinding, and the accept button was sticking, causing bolus delays. The customer reported no adverse event. The event involved product(s) unk_sensor, mmt-1880l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unk_sensor, mmt-1880l.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self-test, and occlusion test. Unable to verify damage to battery cap contacts due to pump received without battery cap. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Unit successfully downloaded to thump. No abnormal noise or slow rewind noted. No alarms noted during test. The electronic assemblies and motor assemblies were inspected, and no anomalies noted; however, moisture damage was noted on keypad traces. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, stained and cracked keypad overlay, and faded serial number label. Pump passed required testing, and no abnormal motor rewind noted during test. All buttons functioned properly during test. No keypad anomaly noted, however moisture damage was noted on keypad traces. Confirmed damage located at the battery compartment. Unable to confirm damage to battery cap contacts due to pump received without battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.